Event description:
Customer reported via phone call that she has been experiencing high blood glucose. Customer stated that blood glucose value the day before was 588 mg/dl and customer was unconscious for 7 hours. Current value is 324 mg/dl and was going up. Customer stated she was feeling dizzy with blurry vision. Customer stated she changed her infusion set and the cannula was not bent, no air bubbles were found and insulin is not cloudy or expired. The customer did not have her setting written down to check if they are correct. The customer declined to perform the high pressure test as she stated she knows the insulin pump does alarm no delivery as it has in the past. Customer declined to continue troubleshooting and requested the insulin pump to be replaced. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.